Manufacturer narrative:
The investigation determined that non-reproducible vitros amon results were obtained from biorad quality control fluids in combination with a vitros 250 chemistry system. It is concluded that the likely assignable cause of the amon imprecision is user error associated with using a cleaning agent that contains ammonia. The vitros operators manual specifically states to not use ammonia-based cleaners on or near the analyzer. The customer replaced the evaporator caps which likely contained ammonia contamination. Following evaporation cap replacement, the customer calibrated amon and the quality control results obtained post calibration were acceptable. The customer ran an amon 24 replicate precision test and obtained acceptable results. In addition, pre-analytical qc fluid handling is a potential contributor to the event as the customer is not consistently warming the qc fluids to room temperature prior to testing on the analyzer.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solutions center (tsc) to report non-reproducible vitros amon results obtained from quality control fluids processed using a vitros 250 chemistry system. Biorad lot 54290 level 3 = *260.5, *252.5 versus expected 365.9 ug/dl. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. There were no erroneous amon patient results reported from the laboratory. However, the investigation cannot confirm that patient results would not be affected if this issue were to recur undetected. There were no allegations of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).